Event description:
Philips received a complaint on the codemaster xl+ device indicating that the internal paddles are not working.

Manufacturer narrative:
The customer worked with the rse. The customer states the device internal paddles are not working. The customer in the process of acting on this matter with the rse abruptly cancelled the service case request. No further action is required at this time. Note that the codemaster was end of life on 12-31-2006.